Manufacturer narrative:
This report is being supplemented to provide additional information based on additional follow-up with the user facility and the legal manufacturer's final investigation. Additional information was received from the user facility where the serial number of the device was confirmed. Please see correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. It is likely that the user understanding differed from olympus recommendation in handling of the subject device and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was used on a second patient without reprocessing. The issue was found during a diagnostic colonoscopy. The procedures were completed with the same device. There was no additional procedural or anesthesia time and the condition of the patients was not affected. Medical intervention was required but was not related to the equipment and the infection testing came back negative. The user did not report any serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.